Event description:
It was reported that the patients paddle lead had migrated following a revision procedure (MFR. Report no.: 3006630150-2024-01963). This was confirmed through imaging. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.